Event description:
It was reported that the right ventricular (rv) lead of this system exhibited high out of range shock impedances. Additionally, this right atrial (ra) lead, has been presenting suspected myopotential noise. Both, rv andra leads remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).